Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot paz580, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue structure is it located? --unk. Any adverse patient consequences and what medical/surgical intervention was provided? --please refer to the event description. At what location was the needle found? Will there be any medical intervention to retrieve the broken needle piece? --unk. How long was the delay? --unk. What is current condition of the patient? --unk. Are there any sterile samples from the reported finished goods lot available for analysis? --no.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2019 and suture was used. During the procedure, the needle tip broke. The surgery was delayed for unknown time to look for breakage piece, but could not be found during procedure. After surgery, the needle tip was finally found retained in patient's body by CT. The patient is stable and now it's unknown whether second surgery will be operated to remove the breakage piece. No additional information was provided.